Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost its programming data. The reporter also indicated that the patient was hospitalized for gastrointestinal bleed. However, the physician reported that the hospitalization was not due to the smiths medical device. In addition, the reporter indicated that the event did not occur while in use. Subsequently, the patient used backup pump to receive life-sustaining infusion. No patient consequences were reported. No adverse effects were reported.